Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the foreign material was confirmed. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation; cuts scrapes on the device, suction cylinder faded missing color, reduced angulation, angulation control knob loose, deterioration damage of adhesive, surface defects, lens cracked, switch board is defective deformed, gap in bending section, image is noisy, water invasion, the event can be detected prevented by following the instructions for use which state.

Manufacturer narrative:
Complaint no. (B)(4). (CAPA-201170). E-mail:kenta.igarashi@olympus.com) suggested event : foreign material clogged in the nozzle. Universal failure code:gia0001c. Investigation level: tier2. Conclusion: we could not specify the foreign material. We could not specify the root cause of the foreign material remained. Consideration: we could not specify the foreign material from the obtained information. It was not possible to identify the cause of the residual foreign material from the information obtained since it is unknown if the reprocessing was conducted in accordance with IFU. Related complaint: there are no related complaints for the suggested event. Investigation result: confirmed result of the actual item. Confirmed result of the reported event. Mbc confirmed that the suggested event was confirmed at sorc. (Refer to no.(B)(4)) whether the air/water nozzle was deformed or not we confirmed that there was not deformation of air/water nozzle.(refer to repair request no.(B)(4)). Confirmation of the reprocessing status for the subject device. We could not confirm the reprocessing status since we did not obtain the information. (Refer to diligence log no.(B)(4)). Whether the subject device met specifications. As a result of inspection result report conducted by sorc(repair request no.(B)(4)), we confirmed the suggested event ¿foreign material clogged in the nozzle¿ confirmed that the specifications and functions were not satisfied. Relationship with the adverse event: specific health hazards were not reported. Intention of procedure: was the subject device used for therapeutic or diagnostic procedure in the suggested event? Procedure: unknown, intention: unknown, (investigation is closed since it was not pointed out by the user.) Device record review: we confirmed that below repair was made on november 30th,2021 according to the latest repair history.(repair request no.(B)(4)). Items pointed out by customer : cable section universal cord air leakage-replaced. Items pointed out by reception: connector section scope connector liquid leakage-not repaired. Cable section universal cord wrinkled-replaced. Cable section universal cord boot on the control section scratched-replaced connector section scope connector plating of the contacts peeled off-not repaired/distal end nozzle insufficient air to clear water-not repaired; labeling: the inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". [Inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function]. (A)inspection of the water feeding function. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function. 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. DHR: whether the subject device was manufactured in accordance with specifications. We reviewed DHR of the device and confirmed that the device was shipped in accordance with specifications. Whether non-conformity device associated with the subject device has been identified internally. The device was found to have no non-conforming in manufacturing. Dmr: n/a, since the event did not occur due to a design defect. Dhf: n/a, since the event did not occur due to a design defect. Complaint review: similar complaints at the relevant facility. We confirmed that there were no complaints with the same and similar products in the past. Similar complaint at other facilities. We confirmed that there was a similar complaint. Complaint no.(B)(4). CAPA history review: we confirmed that there was CAPA applied. (CAPA-201170). Evaluation of other devices involved. In the inspection result report: (B)(4), it is confirmed that there is a problem with the scope from the inspection result of ¿nozzle has foreign objects.¿, so it is judged that other devices involved evaluation is unnecessary. Feedback request: please conduct the reprocessing in accordance with IFU. Other investigation result: none. Summary of investigation: device analysis: refer to ¿confirmed result of the actual item¿ of ¿investigation result¿. Labeling review: refer to ¿labeling¿ of ¿investigation result¿. DHR: refer to ¿DHR¿ of ¿investigation result¿. Presumed cause. Refer to ¿consideration¿. Risk analysis: it is conducted separately. Quality data analysis and monitoring judgment performed by ¿ombs s_8.4.0_01_001 quality data trending & analysis¿. Action to the actual item: warranty _ information; reason for judgement _ since the actual item was not sent. Classification of response: final(aizu). Based on the information collected at this moment, the investigation is closed. (B)(4) : response category: summary answer (regarding clinical/medical evaluation and risk assessment review) conclusion: according to the definition in ombs w_8.2.2_01_002 complaint investigation work instruction, this complaint is determined tier 2, there is a risk management file, and there is no change in the risk management file. Therefore, it is judged that implementations of clinical/medical evaluation and risk assessment review is not required at this time. Ombs (B)(4) complaint investigation work instruction.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had defective endoscopic image. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.